Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The caller reported unexplained low blood glucose levels. The caller stated that the customer just started on insulin pump therapy yesterday, and accidentally delivered a bolus of 10.0 units. The caller stated that the customer was using the bolus wizard feature, and accidentally overrode the bolus suggestion. The caller stated that the customer was unresponsive after receiving the large bolus, and her husband called the paramedics for assistance. The customer later called in for assistance in programming a bolus. Assisted the customer. Nothing further was reported.